Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2016-30728. 1818910-2020-00257 is being retracted as it is a report duplication. 1818910-2016-30728 will be kept for investigational purposes.

Manufacturer narrative:
Product complaint (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent joint aspiration of the right knee on (B)(6) 2016: due to swelling and pain. This was done in office. Additionally, on (B)(6) 2016 the patient was seen in the ER for pain, swelling and drainage in her right knee. The patient was admitted for suspected knee cellulitis and septic arthritis. Patient also had x-rays performed on that date that were suggestive of prepatellar bursitis with small effusion. While hospitalized, the patient underwent an irrigation and debridement and polyethylene exchange due to confirmed infection of the right knee. Doi: (B)(6) 2015; dor: (B)(6) 2016; dor: (B)(6) 2016 (I&d with poly exchange).